Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache, hemorrhage and neurological deficit/dysfunction are listed in the product instruction for use as a known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that four days post uneventful rx acculink stenting procedure in the left internal carotid artery, the patient was hospitalized with a subarachnoid hemorrhage. Symptoms included word finding difficulty, right hand shaking and headache. CT of the brain revealed subarachnoid blood in the left parietal lobule. There was no treatment given. The patient's condition resolved and the patient was discharged home on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.